Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: stryker camera head sn - 21c568904 seems to be cloudy and look rather misty on use. The 1st case today the surgeon "put up with the view", but then intra op with the 2nd case we had to change the camera head as it was interfering with the surgery. P/n #: 1688210105i s/n #: (B)(6). Summary of evaluation: fault could not be replicated. Item soak tested and with different couplers. Probable root cause: ¿ cables ¿ hdmi cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ intermittence between transition board and ch connector ¿ software ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) ¿ problem toggling light source ¿ connected monitors ¿ leaking ¿ poor grounding (e.g camera head connection from cable to transition board.) ¿ no/incorrect communication with light source ¿ soaking cap disconnection during sterilization ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ cybersecurity attack ¿ pendulum ch inertial measurement unit ( ¿incident light from surgical scene is reflected by coupler/ch window ¿ use error the reported failure mode will be monitored for future reoccurrence.